Manufacturer narrative:
Unit received with currents in specification. No blank display. Lcd board okay. Unit unable to prime during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker, and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump's battery compartment was cracked. Customer's blood glucose level was 288 mg/dl. The customer treated their blood glucose level with the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. The motor passed motor test. The insulin pump was received with currents within specifications. No blank display. Lcd board tested ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing the endcap sticker.